Manufacturer narrative:
Additional information was received that the malfunction would only affect the heater door not opening or closing which is not reportable. The heater door itself was not broken. This is not a reportable malfunction.

Event description:
It was reported that the heater door would not close. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout 3114 n grandview blvd. USA waukesha, wi 53188.